Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint with the same failure mode for this serial number. A review of the device history record (DHR) for serial number (B)(6), covering the manufacturing period beginning on 31-dec-2020 to the present date, was conducted. The review confirmed that no manufacturing nonconformances or production-related failures were identified that correlate with the customer-reported issue. The reported condition of "station not powering on - black screen" was confirmed during fse testing and subsequently confirmed in the dchu inspection process. The device was initially evaluated by the field service engineer (fse) according to work order (B)(4), the fse reported that station was not turning on. The power supply was isolated and found to be non-functional. It was replaced and tested. The unit was tested using diagnostics and the application during dchu visual inspection p/n 136617-03: was received with thermal damage on power supply board and chassis. During dchu testing p/n 136617-03: the testing from dchu was not necessarily due to the thermal damage observed during visual inspection. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause was identified as thermal damage on power supply board, which compromises the proper functionality of the whole assembly.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es failed to power on and screen went black. The customer tried rebooted the device and unplugged and replugged the cable but still issue persist. As per part investigation, it was determined that there was thermal damage observed on the power supply board. There were no adverse events or injuries reported based on this event.